Manufacturer narrative:
Tw # (B)(4). Updated sections: b4, b5, d9, g3, g6, h2, h3, h6, and h11. The device was returned to the factory for evaluation on 01/27/2025. An investigation was conducted on 01/30/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact heater wire. The clear silicone insulation on the cold jaw was observed to be intact. The clear hot silicone insulation on the hot jaw was observed to be peeled off the hot jaw, exposing the entire hot jaw. The detached silicone was not returned for evaluation. There was no visual defects observed on the intact heater wire. An electrical conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. No excessive smoke and/or steam were observed during the testing. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. No further testing was conducted due to the detached silicone insulation of the hot jaw. Based on the returned condition of the device as well as the evaluation results, the reported failure ""electrical /electronic property problem" was not confirmed, however, the analyzed failure "peeled; delaminated; jaw" was observed. The lot # 3000422645 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the analyzed failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 coag arbitrarily stopped. A new device was used to complete the procedure. Minimal delay, just to get new product out. There was no patient harm.

Event description:
The hospital reported that vasoview hemopro 2 coag arbitrarily stopped.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.